Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Functional testing of the returned product determined the unit functioned as intended when connected to the lab battery pack. The original battery pack was not returned. No visual damage was identified and the nozzle was secured to the main device. This is a limited investigation. A review of the device history records, risk management file, and a complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Device is used for treatment. A definitive root cause cannot be determined as the device operated within specifications. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the tip of nozzle of new hip kit came off during surgery. There was no procedure delay and no harm/injury to the any persons involved. No adverse events were reported as a result of this malfunction.